Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed the conductor coils were extremely stretched and extend beyond the end of the insulation. The anode and cathode conductor coil ends appeared to have been pulled to the point of fracture. The insulation toward the distal end was white from being stretched. There was a piece of insulation and tissue entangled on the stretched conductor coils.

Event description:
Boston scientific crm received information that during this system upgrade procedure, the decision was made to replace the right atrial lead. The lead had un-tethered and broken in the pocket. No adverse patient effects were noted.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.